Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous and severely calcified right coronary artery (rca). A 2.50mm x 8mm liberté stent was selected for use and advanced but failed to cross the lesion and the stent strut structure was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte stent delivery system (sds) with no other devices. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were multiple hypotube kinks. Microscopic inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Analysis determined the condition of the returned device was inconsistent with the reported events. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous and severely calcified right coronary artery (rca). A 2.50mm x 8mm liberte stent was selected for use and advanced but failed to cross the lesion and the stent strut structure was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.